Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service center identified that the device had foreign objects in the air water cylinder and the air water tube. There was no patient involvement.